Event description:
Additional information stated the patient's battery was depleted and he was scheduled for surgery in (B)(6), 2012. It was reported the patient's battery was replaced due to normal battery depletion. It was also reported the patient's right lead was replaced.

Event description:
A loss of therapeutic effect was reported. It was stated that patient's right side implantable neurostimulator (ins) was not working. The patient had been sick and "shaking uncontrollably" for several days prior to the report. It was attempted to turn the stimulation on using patient programmer but the attempt was not successful. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3387s-40 lot# v009876, implanted: 2006 (B)(6), product type lead. (B)(4).

Event description:
Additional clarification was received. The right lead was replaced after this stimulator was replaced, and not in conjunction with this stimulator. Please refer to MFR 3004209178-2013-03488 for additional information. All ongoing information regarding the right lead revision will be reported in MFR 3004209178-2013-03488.

Manufacturer narrative:
This is being resubmitted due to an issue with esg/FDA.